Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11437. It was reported the pt's lead had all invalid impedance contacts. The physician replaced the lead. It was reported the lead appeared to be kinked and or fractured during the procedure. The physician also opted to replace the ipg. It was reported the issue was resolved with the surgical intervention.